Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, a drop in longevity was observed. The patient was asymptomatic. The behavior of the current battery was discussed, and it was recommended to change the device for normal eri.